Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and guided the caller through the process, after which the error did not reoccur, and the caller was able to successfully start their sensor session.